Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 219 mg/dl. Nothing further reported. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no esc button response due to moisture damage to esc keypad trace. Button error alarm was not verified due to corroded keypad trace. Low blood glucose levels were not tested due to intermittent button response. The device had minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, and stained address and or serial number label.

Manufacturer narrative:
.